Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (500 mcg/ml at 55 mcg/day) via an implantable pump for an unknown indication for use. It was reported the pump volume was incorrect, and the pump was replaced on (B)(6) 2017. There were no known contributing factors. Troubleshooting included the device replacement. There were no reported symptoms. The issue was resolved, and the patient status was alive - no injury. It was unknown if the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the volume discrepancy was discovered on (B)(6) 2017. The difference in volume was 10 ml.

Manufacturer narrative:
The initial MDR was filed as MFR. Report (B)(4). Additional review showed the correct manufacturing site was site (B)(4). If information is provided in the future, a supplemental report will be issued.